Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2011-05011. The pt received his scs system on (B)(6) 2010. It was reported the pt's percutaneous lead had migrated. It was also reported that the pt's paddle lead was fractured. Feedback on the physician's next course of action for the pt has not yet been received. No further info is available at this time.